Manufacturer narrative:
Concomitant product: product ID: 3888-45, lot# v186426, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Information received from the manufacturer's representative reported that an impedance check that was run (at 0.7 volts) on the patient's implantable neurostimulator (ins) showed high impedance (>3600 ohms) on electrode #12 on one of the lead components. This electrode was active in 2 of the programs within group a which was in use by the patient. It was unknown what led up to the event issue. Reprogramming was performed to avoid the affected electrode. No surgical interventions occurred or were planned. The patient status at the time of report was noted as "alive - no injury." The indication for use for the implanted device was noted as chronic low back pain. If additional information is received, the event will be updated.